Event description:
When hf current was applied during a prostate transurethral resection, the pt's body spasmed. A cable was changed, but the pt again jerked. When the cutting loop electrode was changed, the procedure was completed without any further problems.